Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders had not crossed over to the pyxis machine. A technical support specialist (tss) verified that the server had 3592 messages available for processing, restarted external messaging services, and monitored the message queue. The issue was resolved and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a medication orders not crossing over to pyxis machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.